Event description:
During pt support with the console, the console was unplugged to move the pt. A service mode display appeared on the console. Pumping action appeared normal. A back-up console was used with no impact to the pt. The console was evaluated by field service and the ac-dc converter was replaced.